Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the second pre-dilatation with the voyager, the balloon ruptured at 10 atm. It was replaced by another company's balloon catheter, and the procedure was completed with implanting a 2.5 x 18 mm stent. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Results and conclusion summation - balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was 90% stenosed and had mild calcification, which may have contributed to the reported balloon rupture. Possibly, the balloon material was damaged (scratched) during interaction with other devices and/or calcification, such that the balloon ruptured upon inflation.